Manufacturer narrative:
Patient information not available for reporting. Additional product codes: jey, gxr. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Initial reporter is synthes affiliate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a cranioplasty on (B)(6) 2018. During the procedure the head of a 5mm matrixneuro screw broke off during insertion. It was also noted the head of a 4mm matrixneuro screw would not engage the screwdriver shaft. No adverse consequences to the patient were reported. Concomitant device reported: screwdriver shaft (part number unknown, lot number unknown, quantity 1). This report is for one (1) 5mm matrixneuro screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: concomitant devices updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screwdriver handle with hex coupling-medium (311.006, lot number unknown, quantity 1), matrixneuro screwdriver blade hex coupling/self retain/medium (03.503.017, lot number unknown, quantity 1).

Manufacturer narrative:
Investigation summary: the available pictures show various unknown small broken screws. As per event information they were reported to be part # 04.503.105.01c / ti matrixneuro screws self-drilling 5mm and the complaint therefore is confirmed. Device was used for treatment, not diagnosis. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Update: the procedure was successfully completed: